Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, used in treatment, was received for evaluation.  Complaint of loose metal pieces could not be confirmed. No loose parts or metal was observed during visual inspection. Product failed functional testing with blade stall error. No loose metal pieces were found during functional testing. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the operations service manual found the following warnings and precautions: prior to each use, inspect the device to ensure it is functioning properly and not damaged. Do not use a damaged device. Dried blood, saline, and other deposits inside the handpieces area major cause of equipment malfunction. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during surgery, internal to the patient, the motor drive unit was not working and the blade was shedding metal. The procedure was completed without significant delay using a back-up device. No other complications were reported. Results of investigation have concluded that the mdu had a blade stall error which makes it a reportable event.